Event description:
It was reported to boston scientific via an article published in the journal of international medical research that a prospective, multicenter, single-blind, randomized controlled trial was conducted to compare the safety and efficacy of low-power (lp) and high-power (hp) holmium laser enucleation of the prostate (holep) in patients with symptomatic small-volume benign prostatic hyperplasia (bph) treated between january 2021 and june 2023. A ho laser generator (versapulse powersuite) with a 550-micrometer end-firing fiber (slimline 550) was employed. The power settings were 80w (2.0j, 40hz) for hp and 24w (1.2j, 20hz) for lp. Following morcellation, a 20-f three-way urethral catheter was placed for continuous irrigation with saline solution. Eighty-seven patients were initially enrolled in this randomized controlled trial. However, six patients withdrew during follow-up, and the remaining 81 participants were randomized into the lp (40 participants) and hp groups (41 participants). The mean age for participants in hp group was 65.7 years old with an average prostate volume of 32.1 ml. The mean age for participants in lp group was 66.6 years old with an average prostate volume of 30.5 ml. The average operative time was similar between the hp (32.3 minutes) and lp groups (33.2 minutes). However, the average total energy delivered was significantly lower in the lp group (22.4 kj) than in the hp group (58.6 kj). Intraoperative complications, such as anatomical plane loss (3 cases for hp group, and 2 cases for lp group), minor capsular perforation (4 cases only for hp group), and bladder neck injury (2 cases for hp group, and 2 case for lp group) occurred at similar rates in both groups. Postoperative outcomes, including the decrease in hemoglobin levels, irrigation time, catheterization time, and hospital stay, did not differ between the groups. At the one-month follow-up, the incidence of complications was low in both groups. One patient in the hp group experienced transient stress urinary incontinence (sui) versus no cases in the lp group. Significant hematuria occurred in three patients, including two patients in the hp group and one patient in the lp group. Urinary tract infections occurred in six patients, three in the hp group and three in the lp group. At six months, no cases of mild sui were reported in either group. Two patients including one patient in each group, developed urethral strictures. One patient in the hp group developed a bladder neck contracture, with no cases reported in the lp group. Also, postoperative pain was lower in the lp group at 24 and 48 hours. Both groups displayed significant improvements in outcomes versus baseline including ipss and qmax. The incidence of intraoperative complications was similar, though minor capsular perforation occurred exclusively in the hp group. This study demonstrated the efficacy and safety of lp holep compared with hp holep for the treatment of symptomatic small-volve bph. Both power settings produced comparable improvements in urinary symptoms at 6 months. In terms of energy consumption, lp holep displayed advantages over hp holep.

Manufacturer narrative:
Gao, z., ding, y., liu, h., et al. (2024). Comparative analysis of low-power versus high-power holmium laser enucleation of the prostate for symptomatic small-volume benign prostatic hyperplasia: a prospective randomized controlled trial. Journal of international medical research, 52(12), 1-10. Https://doi.org/10.1177/03000605241304542. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.